Event description:
It was reported that a device alarmed for a system error 105 during testing. There was no pt involvement or injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The eval confirmed that the system error 105 was caused by a failed error (flex). The motor assembly will be replaced.